Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead had dislodged after the implant procedure. They also reported they "pulled the rv lead out from their heart", and subsequently suffered from atrial fibrillation. According to the patient, the rv lead was revised later the same day and remains in use. No further patient complications have been reported as a result of this event.